Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2008. Following the procedure, the pt was experiencing pain which was like "pin jabs". At the post-operative visit during the following month, the pt had some swelling noted but the area was healing. Estrace cream was prescribed daily for three weeks. The pt obtained a second opinion in the next month and was advised that the mesh was "crumpling in a ball" and rubbing up and down in her vagina. At present the pt is in severe pain and is using estrace cream two times per day. The pt is scheduled to have the mesh removed and then a hysterectomy in two months later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.